Manufacturer narrative:
Title: clinical impact of the size of drug-coated balloon therapy on restenosis rate in femoropopliteal lesions author: kurata n., iida o., takahara m. Journal: journal of endovascular therapy year: 2022 ref: 10.1177/15266028221081082. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a single-center, retrospective, observational study which aimed to reveal whether the dcb size fitting angiographically-measured lumen diameter (angio-lumen size), intravascular ultrasound (ivus)-measured lumen diameter (ivus-lumen size), or ivus-measured external elastic membrane (eem) diameter (ivus-eem size) would be beneficial in reste nosis occurrence. 165 patients were included in the study. Medtronic¿s inpact admiral drug-coated balloon was used during the study. All patients were treated with in.pact admiral dcb after successful vessel preparation defined as neither flow-limiting dissection nor residual stenosis evaluated by angiography. The presence of dissection evaluated by ivus was observed in 70% of lesions, and the bilateral dissection was observed in 19% of lesions. Residual stenosis after endovascular therapy (evt) was noted in 33 patients. During the mean follow-up period of 17 ± 9 months, restenosis occurred in 26% of lesions. The authors concluded dcbs of ivus-eem size, but not of angio-lumen size or ivus-lumen size, were associated with a reduced risk of restenosis after fp-evt. Determining the dcb size according to ivus-evaluated eem diameter would be potentially beneficial in restenosis occurrence.